Event description:
It was reported that the customer did not observe insulin drips dripping out of the infusion set tubing during the load fill tubing sequence. The issue continued across multiple sets of supplies. Customer's blood glucose was 190 mg/dl. The customer reverted to manual injections for insulin therapy.